Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's system was auto-reducing. Diagnostic testing revealed the impedance readings were invalid and high on many contacts. The physician replaced both leads and it was noted one of the leads was fractured. The patient was reprogrammed following the procedure and reportedly receives effective stimulation. Note : the patient received two leads from the same lot number.